Event description:
It was reported that the core sumex drill had a torn cable exposing bare copper wires during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event of the device having a cut cable was confirmed exposing bare copper wires. The cable can be cut due to damage to the outer jacket of the conductor cable. This can occur as a result of mechanical damage to the cable from sharp objects or the cable being run over repeatedly by heavy objects.

Event description:
It was reported that the core sumex drill had a torn cable exposing bare copper wires during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.